Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported through the surgical outcome system that the patient had complications related to motion loss. Additional information was obtained that the patient had an arthrex apex universe total shoulder system implanted during a (B)(6) 2018 procedure. The following devices were implanted during the (B)(6) 2018 procedure: universe apex humeral stem ar-9100-08s (lot 10070616), universe ii humeral head ar-9146-18p (lot 10129357), universe vaultlock glenoid medium ar-9106-02 (lot 1027261721) and fibertape tendon compression bridge kit with jumpstart dressing ar-7297 (lot 10197428). During patient's (B)(6) 2019 follow up with surgeon it was noted that the patient had a lack of healing of her subscapularis and has been scheduled for revision surgery on 10/9/2019. Surgeon has stated that the patient had an anatomic arthroplasty with failure of subscapularis healing. Which was not arthrex device related. A follow up will be done after the revision takes places to confirm if any arthrex products are explanted. Additional info obtained 10/2/2019: the following parts were implanted during the (B)(6) 2019 procedure: ar-9106-02, universe vaultlock glenoid medium, lot 1027261721, ar-9100-08s, universe apex humeral stem, lot 10070616, ar-9146-18p. Universe ii humeral head, lot 10129357, ar-7297, fibertape tendon compression bridge kit with jumpstart dressing, lot 10197428. Additional info obtained 10/29/2019: it has been confirmed that the patient's revision procedure took place on (B)(6) 2019. It was reported that the procedure was due to subscapularis failure and not due to implant failure. The patient was changed from an arthrex apex tsa (total shoulder) to and arthrex rsa (reverse shoulder). During the revision procedure the following original devices were explanted: ar-9106-02, universe vaultlock glenoid medium, lot 1027261721, ar-9100-08s, universe apex humeral stem, lot 10070616, ar-9146-18p. Universe ii humeral head, lot 10129357. Explanted devices were reported to have been discarded at time of procedure.